Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and a severely calcified superficial femoral artery. A 5.0mmx100mmx80cm sterling¿ balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 5x40mm balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).